Manufacturer narrative:
Analysis of product: serial# (B)(4): analysis found the extension conductor was broken 5-10 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-28, serial/lot #: (B)(4), ubd: 30-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's system had high impedance on the left lead. The patient did not have therapy on their right side. All contacts were greater than 40,000 ohms impedance. It was unknown if there were any external factors that led to the event. It was reported that there were no actions taken as a result of the event as there are no interventions possible. No further complications were reported or anticipated. Additional information was received from a health care provider (hcp). It was reported that the cause of the high impedance was not determined. There has been no discussion yet to perform a surgical revision, but the issue was not yet resolved.

Manufacturer narrative:
Product ID 3389-28 lot# 0208350725 serial# implanted: (B)(4) 2018 explanted: product type lead product ID 3708660 lot# serial# (B)(4) implanted: (B)(4) 2018 explanted: product type extension . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the left extension was explanted and replaced. The replacement of the extension resolved the impedance issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.